Event description:
A report was received that the patient felt pain at the pocket site. X-ray shown ipg had turned 180 degree. The patient will undergo a pocket revision.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient felt pain at the pocket site. X-ray shown ipg had turned 180 degree. The patient will undergo a pocket revision.